Event description:
The customer reported to olympus, the airway mobilescope had black liquid dripping from the tip. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; due to a pinhole on the bending section cover, water tightness was lost, due to a dent on the bending tube, the bending angle in the up direction exceeds the standard value, the control unit and the scope cover was sticky due to water leakage. The up/down plate was sticky, the image guide bundle had significant breakages, the image guide bundle had a stain. Due to damage on the camera section, the display did not move smoothly and the connecting tube had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, and the nozzle was cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.